Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction; a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. The event is detectable and preventable by handling device in accordance with the following IFU: user's manual gif-2tq260m operation chapter 3 preparation and inspection: 3.2 inspection of the endoscope: inspection of the endoscope. User's manual gif-2tq260m operation chapter 4 usage: 4.2 use of treatment tools. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited a burned distal end cover. There was no patient involvement.